Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced loss of connection issues between the transmitter and the pump. The customer did not respond to multiple contact attempts from tandem technical support, therefore no further information could be obtained.